Event description:
The customer reported having a pacer failure.

Manufacturer narrative:
The customer reported having a pacer failure. The device was evaluated at the customer site by a philips field service engineer. Multiple parts were replaced to resolve the issue. Since multiple parts were replaced, we cannot determine the cause.